Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the IV tubing partially detached after application. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot #: unknown. It was reported by customer that the IV tubing for levophed detached from line at hub closest to patient but was still attached.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the IV tubing partially detached after application. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot #: unknown. It was reported by customer that the IV tubing for levophed detached from line at hub closest to patient but was still attached.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of detached at line closest to patient could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the IV tubing partially detached after application. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot #: unknown. It was reported by customer that the IV tubing for levophed detached from line at hub closest to patient but was still attached.